Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was an issue with the imaging system not closing. The site had to abort navigation and imaging. No impact on patient outcome. There was a delay less than 1 hour.